Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose. Blood glucose level at the time of incident was 450 mg/dl. Customer stated that they were on auto mode but not showed the blue shield and it had a question mark on top of the screen and it had been going on 2 days ago. No product is expected to return for analysis.